Manufacturer narrative:
(B)(4). Evaluation: the analysis results found that the device was returned with the cannula cap detached from the cannula tabs and missing. In addition, foil pouch was received. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Complaint information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the absorbable straps were used. It was reported that the device hasn`t fired. Upon evaluation of the returned device, it was found that the cannula cap detached from the cannula tabs and was missing. There were no adverse patient consequences reported.